Event description:
It was reported that the bd needle 25x1 rb had foreign matter. The following information was provided by the initial reporter: material # 305125. Verbatim: rcc received a complaint via email. We have a current inhouse investigation open for visible particles in which we utilized your precisionglide needle 25g x 1 (0.5mm x 25mm) sterile, bd ref (B)(4) for reconstitution of sample vials and are requesting the material composition of the needle and packaging material. As well as for 1 ml luer-lok syringe bd (B)(4), material and packaging composition. Product/model number: 305125, 309628.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported there were visible particles. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. Examination of the involved product may provide insights into the cause of the reported failure. Complaints regarding this device and the reported condition will continue to be monitored and analyzed. Our quality team regularly reviews collected data to identify emerging trends.